Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported that following an intraocular lens implant procedure, the patient stated her vision feels off, very unhappy and vision bothers her. The lens was later exchanged in a secondary procedure with a monofocal lens in 2 months. Additional information was requested, but no further information is available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received. Which states, that no patient harm was noticed. And patient does not require any hospitalization.